Event description:
The information provide to sjm indicated an angio-seal sts plus was selected for use following a percutaneous transluminal angioplasty (pta). The pta was performed due to stenosis of the right superficial femoral artery. No pre-deployment angiogram had been performed. A pseudoaneurysm formed at the puncture site following deployment in the right femoral artery. An occlusion of the right superficial femoral artery beside the peripheral part of the puncture was also found following the pta procedure. The pseudoaneurysm was excised using bypass surgery of the right femoral and popliteal arteries. It was noted that the angio-seal had been completely deployed within the vessel as thrombus surrounded the collagen occluding the vessel. The physician commented that the event was procedure related and complicated by the condition of the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.